Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the patient was tachycardic with concerns of supraventricular tachycardia. The patient is hemodynamically unstable requiring pressors, extensive inotropic support as well as hypoxic requiring extensive supplemental oxygen. A repeat transthoracic echocardiogram was suspicious for recurrent lvad pump thrombosis. The patient returned from the operating room. Examining the pump, a small chip was found on the inside lip of the outflow. The patient underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The report of suspected thrombus was confirmed through the evaluation of the returned pump. In addition, a small chip was observed on the proximal side of the inlet stator. The pump was returned assembled with the driveline cut approximately 8¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. The examination of the outflow elbow revealed no evidence of depositions or thrombus formations. The examination of pump upon disassembly revealed a thrombus formation surrounding the bearing ball within the proximal side of the outlet stator. This clot¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball, as well as the non-laminated ring of thrombus around the distal end of the rotor that appeared to have formed with this deposition, suggest that it was present while the pump was supporting the patient. Contact marks were also observed at the proximal end of the rotor, suggesting that a thrombus formation may have been present at an unknown point in time. Although a cause for the formation of these depositions could not conclusively be determined through this evaluation, they could have contributed to the reported event. A correlation between the observed depositions and the chip on the proximal side of the inlet stator could not be established; however, there were no surface scratches or scoring within the lumen of the blood tube or on the rotor to indicate that the chipped piece of metal passed through the pump. Upon removal of the observed deposition, the pump was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient was found to have a twisted outflow graft at the area of anastomosis to the aorta and required a complete pump exchange because the pump had clotted throughout, related to the twisted outflow graft.